Manufacturer narrative:
Date of event was reported as 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative that the stimulation from the patient¿s implantable neurostimulator (ins) turned on and off by itself. Also, the patient indicated that the stimulation would decrease and increase by itself. The target area for the stimulation was the low back and bilateral legs. The patient provided an example that today they turned the stimulation on before they left the house but then it turned off by itself while driving over to the clinic and then turned back on when they arrived at the clinic. It was reported that the ins was low and that the clinician programmer showed the patient used the stimulation 100% of the time (no allegation or dissatisfaction with ins longevity). The patient had been turning the stimulation off at night to conserve the battery. Longevity, via the clinician programmer, showed 3.6 months. Follow up information received on may 19, 2016 from the representative reported that the cause of the issue had not been determined except that the ins battery was at end-of-life (eol). They were trying to schedule the patient for a battery replacement. The indication for use for the implanted device was noted as radicular pain syndrome (radiculopathies). If additional information is received, a supplemental report will be submitted. [Omitted information related to pe 701340489: not getting coverage to the feet]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.